Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that non sustained right ventricular oversensing (nsrvo) episodes due to noise were observed on the right ventricular (rv) lead. The patient was brought into clinic for further testing, but the noise could not be reproduced. The clinician opted to monitor the rv lead remotely. There were no reported patient consequences.